Event description:
The customer reported via phone call that the insulin pump had scrolling numbers and an unresponsive keypad during a bolus attempt. The customer's blood glucose was 53 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to a corroded keypad trace. The insulin pump was also received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.